Event description:
It was reported that the home patient (hp) had fluid coming out of the patient line, which occurred on the homechoice (hc) device during self-testing. The technical service representative (tsr) explained that the bags should not be connected during self-testing and if they were, the clamps should be closed and the patient line must be in the organizer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly connecting the solution bags and breaking the frangibles after the self-test. The guide also instructs the user to open clamps only on lines connected to solution bags after the self-test. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.